Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced gi bleeding. Coumadin was held for a short time and then resumed with an inr goal of 1.5-2.0. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gi bleed could not be determined; however, the instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The patient was discharged and remains on vad support, and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.